Event description:
It was reported that the right ventricular (rv) lead is exhibiting intermittent loss of capture at maximum outputs. The patient is also experiencing diaphragmatic stimulation when laying on the left side and pain when paced at 6v. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was reprogrammed due to the loss of capture. The patient also experienced chest pain and an echo and chest x-ray were performed. This revealed a perforation and pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086mri implantable pacing lead 2013 (B)(6). (B)(4).